Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device received inappropriate shock for atrial fibrillation (af) in ventricular tachycardia (vt) zone. There was noise seen on right ventricular (rv) lead and on electrogram (egm) after the shock was delivered. There was no oversensing noted. Technical services (ts) reviewed and stated that the noise could be due to lead issue. The physician successfully performed reprogramming. This device remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).